Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the device is manufactured by (B)(4) medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during a restenosed, totally occluded, heavily tortuous and heavily calcified superficial femoral artery procedure, the tip of the fielder xt wire broke off inside the quick cross catheter. The wire and catheter were removed as one unit. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history could not be conducted because the lot number was not provided. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.